Manufacturer narrative:
MFR received date: 05 sep 2019. Repair information was received. Failure investigation was completed. Although requested, patient information was not disclosed. The manufacturer's field service engineer (fse) confirmed an error code in the unit's logs relating to the alleged failure during troubleshooting. Bench repair technicians replaced the power speaker to address the reported issue. The unit passed performance verification testing following repair. The filters were also replaced for preventative maintenance. The speaker assembly was returned for failure investigation. The speaker assembly was installed into a test ventilator in an attempt to duplicate the reported problem. The reported error was duplicated. During debugging of the primary alarm, an open break was found inside the black glue and coils. The electrical opening in the speaker created the primary alarm failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported primary alarm failed. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.